Event description:
Pt had a left femoral endarectomy using synovis vascu-guard patch at a hospital. Pt presented to a hospital in another state where he is living for the winter approximately 1 month post surgery with fever and oozing pus from wound. Surgery was performed and a huge abscess was found, drained and cultured. Culture was returned as staph infection. Vascu-guard was not involved in the infection per the surgeon and was left in place. Wound was not closed - wet/dry dressings were applied to wound. Pt has a compromised immune system due to other co-morbidities and does not heal well. Surgeon stated, he will watch and treat the pt and if the vascu-guard does become infected, he will have to remove it. Pt has requested that the vascu-guard not be removed if possible.

Manufacturer narrative:
Device remains in pt. Surgeon states that this initial infection has not involved the device as yet. If add'l pertinent info becomes available, a supplemental report will be submitted. Device lot numbers not reported to manufacturer therefore manufacture and expiration dates unk.